Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The adjustable pressure limit (apl) valve was replaced.

Event description:
The hospital reported a leak of greater than 4.5lpm preventing mechanical ventilation. There was no report of patient involvement.